Event description:
It was reported that this right ventricular (rv) lead is exhibiting crosstalk oversensing. Technical services (ts) was consulted and explained reprogramming options. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting crosstalk oversensing. Technical services (ts) was consulted and explained reprogramming options. The lead remains in service. No adverse patient effects were reported. Additional information obtained, xrays were performed and the lead was found to have dislodge. The lead was explanted and replaced.